Event description:
It was reported that a spectrum infusion pump does not recognize door open. This occurred in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "unit does not recognize door open" was not reproduced. Evaluation was able to open door, load set and run multiple infusions with no discrepancies. A review of the event history log did not revel any thing in regards to the reported symptom. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.